Manufacturer narrative:
A steris service technician remotely inspected the hexavue custom room rack and found that the cxps quad sdi fiber card required a replacement. The technician arrived onsite and found that the connectpro dvi emulator required a replacement. The technician replaced the cxps quad sdi fiber card and the connectpro dvi emulator component, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the monitor connected to their hexavue custom room rack was flickering and not showing video output. No report of injury.